Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During the index procedure the patient had an endeavor drug-eluting stent implanted in the lad. A second endeavor drug-eluting stent was then implanted in the lad for the treatment of a dissection following the first stent implant. A third endeavor drug-eluting stent was implanted in the rca. The patient expired approximately 59 months post index procedure. Death was assessed as a sudden death. It was reported that the patient ¿likely chock on severe pulmonary embolism with left femoral phlebitis¿. The investigator assessed that the event was not related to the study device.